Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm. The customer's blood glucose value was 132 mg/dl. The customer was assisted with troubleshooting and the alarm was not resolved. The customer received power loss alarm. The product was returned for analysis.